Manufacturer narrative:
(B)(4). Device evaluation is anticipated but not yet begun.

Manufacturer narrative:
(B)(4): device evaluated by performing 10 ablations (15 seconds each) on saline soaked guaze. Device performed as intended and passed all functional testing meeting required specifications.

Event description:
During a surgical procedure the max1 device was alleged to have damaged the tissue it was ablating and put a small hole in the tissue. The surgeon put a suture through the area to repair it causing no long term harm to the patient.